Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The saw blade was binding in the posterior chamfer cutting slot.

Manufacturer narrative:
Examination and functional testing of the returned chamfer block was unable to confirm the reported event. The block was functionally checked with a depuy retained sawblade ((B)(4)) and found the sawblade was able to pass through all cutting slots without any restriction. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned device functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.